Event description:
The report received from the affiliate indicated that six (6) days after the index procedure, the patient complained of chest pain while still in the hospital. Coronary angiography was done and thrombus was observed in the previously implanted cypher 2.5 x 18 mm stent and taxus 2.75 x 28 mm stents implanted during the index procedure. The stents were implanted in overlapping fashion in the proximal/mid left anterior descending (lad) target lesion. An intra aortic balloon pump (iabp) was inserted. The sub acute thrombosis (sat) was treated by aspiration of the thrombus and by balloon angiography with a ryujin 2.75 x 20 mm balloon. A driver 3.0 x 18 mm stent was implanted inside the previously implanted taxus stent in the proximal lad target lesion. The patient was still hospitalized in stable condition at the date of this report. The physician's comment regarding the possible cause of the sat was that the stent might have been under-dilated due to the heavily calcified lesion.

Manufacturer narrative:
The patient was hospitalized for acute coronary syndrome (acs) and had a percutaneous coronary intervention (pci) of the right coronary artery (rca) done. Nine days later, the elective index procedure was done. The target lesion was the proximal/mid lad. The lesion was reported to be: de novo, eccentric, calcified, a bifurcation lesion, 55 mm length, 2.5 mm vessel diameter and type c. The lesion was pre-dilated with a ryujin 2.5 x 20 mm balloon at 9 atm for 20 sec. A cypher 2.5 x 28 mm stent was implanted in the mid lad at 16 atm for 20 sec. A taxus 2.75 x 28 mm stent was implanted in the proximal lad at 14 atm for 20 sec proximal to the cypher stent in overlapping fashion. A 2.75 x 15 mm high-pressure balloon was used for post-dilation at 20 atm for 20 sec. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.